Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.(B)(4).

Event description:
Philips received a complaint from the customer in which they stated that a patient might have received a high dose causing hair loss.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion the dose can be explained using the event log file. A 28.5 min of fluoroscopy with a max entrance dose limitation limit 44 [mgy/min] may result in a max air kerma (ak) value of of 1.254 [gy]. The measured ak value for fluoroscopy by the system is only 0.667 [gy]. This can be explained because the average used tube voltage was 100 [kv] (the max ak value is reached with a tube voltage of 120 [kv]). For exposure the dsa cerebral 3 frames per second is used and 267 exposure images are taken with a fov of 15 [cm]. The average reference ak value per image is about 7.7 mgy/im (for a fov of 15 [cm]!) Which results in a total of 2.0559 [gy] for 267 images. The total measured ak for exposure is 2.3374 [gy]. The measured value is higher because the used reference ak value is given for 20 [cm] object thickness and in this case the average object thickness was 30 [cm]. The event log file was analyzed by a philips image control chain specialist. The log files were checked for system malfunctioning, usage and expected dose. In this case a large number of digital subtracting angiography (dsa) runs (23) and 28.5 minutes of fluoroscopy were needed to complete the procedure. The used dsa runs were performed with the lowest field of view (fov) (15 [cm]) and an average patient thickness of 30 [cm]. Analysing the log files and calibration history there is no indication that the system was malfunctioning or not correctly calibrated. So the complexity and the duration of the procedure contributed to the hair loss of the patient. (B)(4).